Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler, aspirated a blood clot in well position f2 and did not give an error message. An ortho field service engineer was dispatched and problem was not duplicated. Fse replaced connector board and reseated x-arm cables. No death or serious injury was associated with this event.